Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). The patient¿s meter has been returned on 4/24/2014 and evaluated by lifescan product analysis on 6/17/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch ping meter read inaccurately high compared to another device. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2014. On (B)(6) 2014 at 1:00 a. M. The patient stated she tested her blood glucose and obtained a result ¿over 100 mg/dl¿. At the time of the follow-up call, the patient stated she tests her blood glucose 5-6 times a day and that her normal/typical blood glucose readings range from ¿150 mg/dl¿ in the morning, ¿200 mg/dl¿ in the afternoon, and ¿90-100 mg/dl¿ in the evening and at bedtime. The patient manages her diabetes with an insulin pump and she denied taking any action in regards to her normal diabetes management in response to the blood glucose result she had obtained at that time. The patient stated, the alleged inaccuracy started at 3:00 a. M., when she developed symptoms of ¿sweaty, unconscious, lost motor skills¿. This prompted the patient¿s fiancé to test her blood glucose and he obtained a result of ¿70 mg/dl¿ with the subject meter. Her fiancé called emergency medical services (ems) and when they arrived, tested the patient¿s blood glucose and obtained a result of ¿27 mg/dl¿, performed within 30 minutes from the result obtained with the subject meter. Based on statistical methodology the calculated difference between these glucose results exceeds the expected value of less than or equal to 30%. The patient stated ems treated her with ¿d50 glucose¿ and brought her to the emergency room (ER). The patient stated the health care professional¿s (hcp) at the ER kept her for observation and just had her eat. The patient confirmed she began to feel better around 4:00 a. M. And later was released from the ER around 6:00 a. M. The patient stated that she is currently pregnant and that she has a medical condition ¿where her blood glucose drops low while pregnant¿. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting. The reporter did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. Although the patient was treated for hypoglycemia by an hcp, there is no indication that the reported issue caused or contributed to this serious injury. The patient did not make any changes to her diabetes management in response to a reading obtained with the subject meter. Based on the information provided, the patients reported symptoms were caused by her medical condition. However, this complaint is being reported as a malfunction because the, subject meter did not meet lfs accuracy criteria.